Manufacturer narrative:
The account unplugged the right handle and pushed the left handle forward and the bed drove forward. The account plugged the right handle back in and now the intellidrive is not working at all. The account has ordered a junction board but has not completed the repairs.

Event description:
The account alleged when the intellidrive handles are pushed forward, the bed will move backwards.